Event description:
Patient underwent robotic hernia repair. Intra procedure - robotic force bipolar not working properly. Instrumentation removed from patient and inspected, noted instrument jaws misaligned. Equipment appropriately tagged, new instrument obtained, and procedure completed without complication. No harm to patient.